Event description:
Agent japan sv. It was reported that in-stent restenosis and under stent expansion occurred. On (B)(6) 2010, 90 % stenosis at the mid left anterior descending coronary artery (lad) was treated with a 2.5 mm x 28 mm promus stent. On (B)(6) 2021, the subject presented with stable angina and was referred for the agent japan sv study. Heparin or antithrombin was administered at the time of index procedure. The target lesion was located at the mid lad with 90% stenosis and was 28 mm long lesion with a reference vessel diameter was 2.5 mm. The target lesion was predilated with a 2.50 mm x 15 mm balloon. Following pre-dilation, the target lesion was treated with a 2.50 mm x 30 mm agent balloon, resulting in 0% residual stenosis and timi flow 3. Post dilation was not performed. Intravascular ultrasound (ivus) revealed insufficient stent expansion at the mid lad. A non-target lesion located from the distal left circumflex coronary artery (lcx) was treated successfully with balloon angioplasty using a 2.50 mm x 20 mm non-boston scientific (non-bsc) balloon followed by a 2.25 mm x 20 mm synergy stent prior to the target lesion treatment. The subject was discharged on aspirin and clopidogrel.